Event description:
Physician suspected that the lead insulation might be damaged. However, no confirmation.

Manufacturer narrative:
The reported events were insulation damage, and the stylet failure to advance we reconfirmed while the reported event of low pacing impedance was not confirmed. A complete lead without the stylet was returned in one piece for analysis. Visual inspection found the outer insulation damage consistent with procedural damage. Stylet insertion test found inner coil clogged with blood. The cause of insulation damage was due to procedural damage while the stylet failure to advance was due to inner coil clogged with blood. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited low pacing impedance. Furthermore, the helix of the lead exhibited unspecified rotation issue, and the stylet failed to advance in the lead. The physician did not use the rv lead and implanted another lead. The patient was in stable condition.